Event description:
The ge oec 9800 fluoroscopy system booted up, but would not make exposures. System would not make x-ray.

Manufacturer narrative:
A ge oec service representative investigated the issue and repaired the malfunction by re-seating the connectors and pcbs. Specifically, the interface pcb had a loose connection that was repaired. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.